Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The patient reported that the settings change on their own, since her last appointment. The patient was not clear whether she felt changes only during changes in posture or not. The patient was aware of adjusting adaptive stimulation. There was no troubleshooting done prior to calling. The patient communicated with the ins and the patient programmer (pp) showed that stimulation was on and adaptive stimulation was enabled. The patient wanted to turn adaptive stimulation off. The patient successfully turned adaptive stimulation off with instruction. The patient was to manually adjust settings as needed and to provide an update when she had an appointment at the healthcare provider¿s (hcp) office. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.